Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "constant false downstream occlusion alarm" caused by elevated signal levels. Evaluation found the downstream pressure plate gap to be out of specification and causing the downstream occlusion. The unit was reworked and recalibrated to ensure proper detection.

Event description:
It was reported that a spectrum infusion pump had a false downstream occlusion alarm. It was also reported that there was no patient injury.